Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the implantable cardiac monitor electromyograms (egm) were invalid and could not be viewed. Technical support was unable to recover the egm data. No programming changes were performed. The patient was in stable condition.